Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stared that they have an appointment with their health care provider about the low blood glucose and is not worried about the issue. The customer stated that they pump works as designed and declines any assistance with trouble shooting. No further information was provided.